Event description:
It was reported to philips healthcare that the q-CPR meter displayed the 'hands off' icon which remain for the duration of the call once it happened. The paramedic notes that 'the puck was showing everything on the screen during this event.'

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.